Event description:
It was reported that the pump was having a battery charging issue. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up for the issue.